Event description:
While attempting to remove instrument I was unable to withdraw it completely through the port cannula. The port cannula instrument were visualized using the camera and it was noted that the scissor end had separated from the shaft of instrument. It appeared to have gotten caught on the cannula (port) and broken at that point.